Event description:
It was reported that pump touchscreen shattered after pump was dropped, leaving screen illegible and unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to let damaged pump battery fully deplete before return, advised customer to reprogram pump settings and reconnect cgm on replacement pump, and requested return of damaged pump using prepaid label within 10 days, which customer understood and acknowledged.